Event description:
According to the available information three boxes of catheters without labels.

Manufacturer narrative:
According to the complaint description, the lot number and photos are available, but not the sample. After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number. Checking quality database revealed no anomaly in connection with the described problem. Sample was not available and was discarded by user but we clearly see the label missing on photo. The investigation was performed by our packaging site in hungaria: the labelling process is a completely manual process. The operator has to put the labels by hand to every retail box. There is only one further qa check in the process, where the the qa operator checks the packaging. According to the control plan they have to check 2 retail box/ work order. 1 from the beginning and 1 from the end. Based on this, there is a chance, that retails without label can leave our production. The labelling operator always prints the exact amount needed label. It was a human mistake from the packaging operator, that they missed the label. Our instruction clearly states, that they have to put label onto every retail box and the operator deviated from it. They have been trained about the incident.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information three boxes of catheters without labels.